Event description:
Reference number (B)(4). Events occurred in spain. It was reported that patient experienced eight events of infusion set kinked cannula on (B)(6) 2025. All the events occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for less than twenty-four hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 6 of 8.